Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: the pump was cracked at the top of the cartridge compartment. The test cartridge cap was able to be tightened to the pump. The leak test failed due to the crack in the cartridge compartment. There was no moisture found in the battery compartment. The pump was opened and moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had a cracked/damaged cartridge compartment. The reporter claimed that the top of the cartridge cap was worn and also claimed that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.